Event description:
The customer tested her blood glucose using her contour meter and received a reading of 218 mg/dl. The customer was sweating and felt as if her blood glucose was low, so she called paramedics. When the customer arrived at the hospital, her blood glucose was tested at 50 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer stated that she was treated with dextrose and given something to eat and drink. The customer did not have any test strips left, so no product will be returned. A new meter kit was sent to the customer.